Event description:
The customer reported that the device failed the defib and pacer tests during the opcheck.

Manufacturer narrative:
The customer reported that the device failed the defib and pacer tests during the opcheck. The unit was evaluated at philips, and the symptom was verified. Replacing the therapy pca resolved the issue.